Event description:
It was reported that the user missed a lunch meal announcement and asked whether announcing after eating would be appropriate; the agent advised that meal announcements should occur before or at the time of eating to avoid affecting how the system learns from meals, and noted that the ilet would continue to adjust insulin delivery based on cgm data. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with relevance to the user interface of the system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.